Event description:
It was reported that the patient had an overstimulation sensation and had a shocking or jolting sensation. Since having the implant the patient couldn¿t walk and had pain in their pelvis. It was noted that the patient had been trying to reach their health care provider (hcp) because since the patient had been using this thing they had been it bed for a whole week. The patient¿s stimulator hurt so bad that they couldn¿t walk and couldn¿t even get up to eat they were that sick. It was reported that the patient synced and the patient programmer read 8.5v and the patient decreased to 0.0v and the pain was gone. When the patient was implanted they thought they were on 3 something and it started to hurt about 3 or 4 days after surgery and the vibration hurt so bad and they couldn¿t walk and it would hurt every time the patient tried to get up. It was noted that the patient was increasing the stimulation and it was increased too much last night. The patient put it on them last night and it shocked them and they almost couldn¿t get it to turn off. It was reported that the patient was trying to increase the stimulation because they weren¿t feeling it anymore. The patient¿s symptoms had been fine. It was noted that the day the patient had the implant done they were all drugged up and they thought their hcp said to keep turning it up until they could feel it. The patient increased stimulation to 0.6v and could feel it a little and the patient felt fine now.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that about 1 month ago the patient had turned their stimulation up so high they were on the floor. The patient had turned it up to 8.4v and the manufacturer representative came in and helped them turn off their implantable neurostimulator (ins). It was noted that the patient went to their hcp today and they instructed them to turn the ins back on and the patient wanted help to turn it back on because they were scared. The patient had been having trouble with their bowels since the stimulator had been off and they had lost (B)(6) pounds since implant. It was stated that the patient was on program 3 at 0.0v and they increased to 0.4v and could feel the stimulation a little bit. The patient would stay at that setting for a couple of days and see if it helped with their symptoms. (B)(4) additional information received from the consumer reported they could not walk due to pain in the pelvis and back. The patient was getting shocking and pain at the implant site, the lower back, and down both legs which started about 2 weeks ago. During the call, stimulation was decreased but the patient still reported pain. Turning the therapy off made the patient feel better as the pain in the left back and leg was gone; the patient was able to walk better but there was still some pain at the implantable site down to the right leg. It was noted that the patient wanted the device removed. An appointment to discuss options with the hcp was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that about 1 month ago the patient had turned their stimulation up so high they were on the floor. The patient had turned it up to 8.4v and the manufacturer representative came in and helped them turn off their implantable neurostimulator (ins). It was noted that the patient went to their hcp today and they instructed them to turn the ins back on and the patient wanted help to turn it back on because they were scared. The patient had been having trouble with their bowels since the stimulator had been off and they had lost 40 pounds since implant. It was stated that the patient was on program 3 at 0.0v and they increased to 0.4v and could feel the stimulation a little bit. The patient would stay at that setting for a couple of days and see if it helped with their symptoms.